Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No over delivery anomaly or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using care link. Drive support disk was inspected and no anomaly was noted. Device had minor scratched display window, cracked and broken belt clip slot, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the insulin pump had an over delivering alarm. The customer was at 38 mg/dl at the time of the call. The customer used food and was given intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness. Customer was alleging the insulin pump for over delivering. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but did not resolve the issue. The caller mentioned the customer uses sets for 5 to 6 days. The insulin pump will be returned for analysis.